Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.

Event description:
It was reported that the cassette was alarming no disposable error. No patient injury was reported. No patient injury. Note: cassette lot number 4290823 was not found in oracle.